Event description:
The pump emptied too quickly, infusing in approximately 24-36 hours instead of 56 hours. No adverse event was reported.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. The report stated that a pump infused too fast, but no further information was available. Retain samples from lot 842670 were evaluated and did not confirm the reported rapid flow rate. A review of the lot 842670 history found this to be the only complaint for the lot reported. We reviewed our device history record, and all manufacturing operations were found to be within specifications product complaint is not confirmed for fast flow. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.